Event description:
The user facility reported chemical indicator failures on cycles completed in the system 1e processor. Patient procedures were subsequently rescheduled as a result of the scopes having to be reprocessed prior to use. No injuries were reported.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris technician went on-site and observed two operators place the chemical indicators improperly. Specifically, the operator did not use the orange clip supplied in the ci packaging to affix the ci indicator firmly into place inside the system 1e tray. Rather the operators placed the ci loosely inside the tray, causing it to float and get stuck inside the tray when a processing cycle was ran. The ci clips were not available when asked by the steris technician. The technician ran a processing cycle which completed successfully and the ci passed.the ci instructions for use state "3. Using the clip provided, place one strip in a system 1e processor." The technician provided in-service training when on-site regarding the proper placement of the ci using the ci clip.